Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised that the hole where the upholstery screws attached to the chair are stripped out.